Manufacturer narrative:
A customer reported their AED audio prompts were garbled. Troubleshooting with the customer determined that after installation of a new battery pack, the AED powered on normally and the audio prompts were clear. The garbled audio prompts were attributed to a depleted battery pack within the device. Troubleshooting did not identify the cause of the battery depletion.

Event description:
A customer reported their AED audio prompts were garbled. The customer did not report this occurring during patient use.